Manufacturer narrative:
Corrective action has been initiated for the reported issue. (B)(4).

Event description:
Patient's bone graft was removed approximately 12 months post-implantation due to osseointegration failure.

Manufacturer narrative:
This follow up report is being filed to relay corrected information.

Manufacturer narrative:
This follow up report is being filed to relay corrected information.(B)(4).